Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin 1 gram weekly for 3 weeks and (ip) gentamicin 60 mg (frequency not reported), the cause of the peritonitis was a break in aseptic technique further described as touch contamination. It was reported the patient was not retrained on pd therapy. The patient was discharged from the hospital 5 days after admission. At the time of this report the peritonitis event was ongoing and improved. The treatment with vancomycin and gentamicin was ongoing. No additional information is available.